Manufacturer narrative:
(B)(4). The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and chordal rupture. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On an unknown date, the patient presented with increased mr of 4. It was determined that one implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Additionally, chordal rupture was noted. The patient had a pre-existing connective tissue disorder, and the physician believed this may have contributed to the slda. On (B)(6) 2017, a second procedure was performed for treatment. One clip was implanted, reducing the mr from 4 to 3, and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported mr and tissue damage were a result of the slda. There is no indication of a product quality issue with respect to manufacture, design or labeling.